Event description:
12:15 pm pt given albuterol treatment. At 12:30 pm the vent alarm went on. Nursing staff went in to check pt. Humidification alarm was sounding. While checking the pt both the filter and vent tubing popped off the vent. Pt was not in distress but was nervous. The resp therapist ambued the pt & gave albuterol treatment. Pt remained stable.